Event description:
Dialysis blood line leak at arterial blood chamber while pt was receiving dialysis treatment. Treatment was discontinued, blood not returned to pt, blood culture was drawn and vancomycin 1 gm IV given. Approx 200cc blood loss.